Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device caused inappropriate therapy and at the time of the inappropriate therapy, the smart shock technology was programmed "on." The crt-d device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.